Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched display window. The unit was received with a cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip. There was no scrolling numbers anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that the esc, act and down arrow buttons were unresponsive. Customer's blood glucose was 110 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.